Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. No lot number was provided. Manufactured records could not be reviewed without a lot number. Te holing nut was loose upon receipt of the subject device. Our inspection showed that the holding nut on top of the chuck became loose and therefore the release mechanism came apart. We were not able to determine the exact cause of this occurrence. As this is an old and often used device, we can only assume that is an old and often used device, we can only assume that the nut came loose from frequent reprocessing in high temperature cycles. This complaint is indeterminate from a manufacturing standpoint.

Event description:
A patient involved in a motor vehicle crash on an unknown date was implanted with a retrograde femoral nail for a distal 3rd femoral fracture. During the procedure, the surgeon was using the retrograde femoral nail system, when the universal chuck with t-handle broke. The release mechanism kept falling apart and would not hold the ball tip wire. All broken pieces were retrieved from the patient and confirmed by x-ray. The surgeon also experienced an issue with the spiral blade jig (attachment handle) and would not advance. The instruments were backed out with vice grips and disassembled. The surgeon used another set to complete the procedure. This event added an additional 20-30 minutes to the procedure. There was no issue with the attachment handle. This complaint is on the universal chuck with t-handle. This report is 1 of 2 for the same event.